Manufacturer narrative:
Device is a combination product. Updated batch lot from 22875740 to 21864849. Device evaluated by MFR: promus element 2.25 x 24 mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured using a snap gauge and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube shaft found multiple kinks along the length of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The moderately stenosed target lesion was located in the distal end of the left anterior descending artery. Following pre-dilatation, a 2.25x24mm promus element drug-eluting stent was advanced but could not cross the lesion despite several attempts. After withdrawal, it was noted that the stent struts were lifted. The procedure was completed with a different device. There where no patient complications reported and the patient status was stable.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The moderately stenosed target lesion was located in the distal end of the left anterior descending artery. Following pre-dilatation, a 2.25x24mm promus element drug-eluting stent was advanced but could not cross the lesion despite several attempts. After withdrawal, it was noted that the stent struts were lifted. The procedure was completed with a different device. There where no patient complications reported and the patient status was stable.